Manufacturer narrative:
(B)(4). Inspection was performed on returned products on (B)(6) 2015. Meter was evaluated with no defect found. Returned test strips produced lo readings on 270 level. Black chemistry observed. Most likely root cause is improper storage.

Event description:
Customer complains of e5 error messages. Customer is feeling well at this time and states that no adverse event has occured. The e5 error appeared when the blood sample was absorbed by the test strip. Customer confirms proper storage of the test strips. Customer is using the correct testing technique. The normal glucose range for the customer is 105-115mg/dl. The test strips are not expired (valid until 05/14/2018) and were opened on (B)(6) 2015. There was no adverse event related to this issue the customer performed a blood test and the result was e-5. No control solution is available.

Manufacturer narrative:
(B)(4). Inspection was performed on returned products on (B)(6) 2015. Meter was evaluated with no defect found. Returned test strips produced lo readings on 270 level. Black chemistry observed. Most likely root cause is improper storage. Correction. Correction of internal report #:(B)(4).

Event description:
Customer complains of e5 error messages. Customer is feeling well at this time and states that no adverse event has occured. The e5 error appeared when the blood sample was absorbed by the test strip. Customer confirms proper storage of the test strips.customer is using the correct testing technique. The normal glucose range for the customer is 105-115mg/dl. The test strips are not expired (valid until 05/14/2018) and were opened on (B)(6) 2015. There was no adverse event related to this issue the customer performed a blood test and the result was e-5. No control solution is available.